Manufacturer narrative:
A review of the complaint revealed that no disinfection was performed before homeostasis and there was no glove change. Since the vascade mvp was discarded and the lot number was not provided, the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."

Event description:
The patient underwent an ablation procedure with hemostasis achieved using the vascade mvp device. The vascade mvp was deployed in three separate groin access sites involving two sheath sizes: one 12 fr and 7.5 fr. The short 7.5 fr sheath was reused for one of the groin access points. The initial procedure was completed without any complications, and there were no anomalies noted in the use of the vascade mvp device. Approximately 60 days postoperatively the patient presented to the facility, and reported that their groin area had been swollen, painful and had a sensation of warmth at the access site for 2-3 days. There was no fever. The patient was examined, and after pus-like fluid was discharged from the affected area, the pain and swelling had significantly reduced, but some swelling remained, prompting a CT scan. A blood test performed on the same day found no inflammatory response. Dermatology was consulted and the dermatologist suspected an infection or a foreign body granuloma. Clinical examination revealed a subcutaneous abscess. The remaining pus was drained, the area was cleaned, and an antibacterial ointment was applied for observation. The patient was then discharged.